Event description:
The device was removed from the pt and replaced due to fluid loss.

Manufacturer narrative:
Pump performed within specifications. Reservoir performed within specifications. Cylinder was functional. Cylinder had a wear leak.